Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial refractory events with occasional t-wave oversensing (twos) was observed from the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial refractory events with occasional t wave oversensing t-wave oversensing (twos) was observed. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.